Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient states "I'm having some pain issues" stating ins is "implanted right on the belt line; implant date (B)(6) 2019 . Patient still works and wears a belt, and sometimes it feels like a pinching sensation inside their skin. Sometimes I'll patient will roll over onto back and it feels like a pinching inside their skin. Patient was advised to consult with their doctor regarding their symptoms, and patient indicated they had an upcoming appointment in a week or so. Patient mentioned the pinching sensation has improved. Additional information was received on 10/01/2019 and patient stated that the ins had moved and so a revision was done and the issue was resolved. No further complications were reported or are anticipated.